Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. It was reported that the power pack cannot hold a charge and the handle or charger contact points were contaminated with a substance that is not expected to be on the device. The reported issues were confirmed. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The evaluation detected an unreported condition: the returned device was noted to have been subjected to improper cleaning or sanitation methods that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe per the manufacturer¿s instructions. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior use to a procedure, the handle failed to charge. It was unable to charge and the pins of the bottom of the handle were corrupted. To resolve the issue, the surgeon used a new handle. The charger worked fine with other handles. There was no patient involved. Medtronic's initial evaluation of the system logs noted that the handle was opened up and both batteries were vented.